Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Similar adverse events are being reported under the following report numbers: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. Date of issue is an approximation. The patient¿s mother stated the patient passed out from a hypoglycemic event. The patient¿s blood sugar was 32 mg/dl at the time of event and was given orange juice to recover. She indicated that the dexcom did not register and did not specify what the issue was with the device. Additionally, she stated that the patient is not consistent with wearing the dexcom system and often takes long breaks in between the use of the device. At the time of contact, the patient was doing good. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.